Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a continu-flo primary set was melted. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned however a photograph was received and evaluated. The reported condition was verified and the cause was determined to be a manufacturing process problem by a mix up of the tube: the tubing left, not discarded or removed during the assembly process. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.